Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the device noted that blue fibers were attached to the distal coil near the burr. The burr was microscopically examined. No issues were noted with the annulus of the burr. The rotablator plus unit was wet tested. Abnormal noise was heard during the wet testing of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as no blue fibrous material is used in the manufacturing environment. The dfu states: "the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement." (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the device was making an abnormal noise. A 1.50mm rotalink plus was selected for an angioplasty procedure. During preparation, the rotalink plus was making an abnormal noise. It was noted that continuous saline flow was utilized and the burr was rotating during testing. They elected not to use the device. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's status is fine. However, device analysis revealed that blue fibers were attached to the distal coil near the burr.